Event description:
A user facility staff member reported that the ultrafiltration (uf) was not starting automatically and the remaining time of dialysis (rtd) clock remained at zero on a 2008t hemodialysis machine. It was also reported the heparin pump did not start either and was an intermittent issue and did not occur at every treatment. The staff member stated the clock on the display was running, however nothing was started. This issue did not occur until the biomedical technician (bmt) upgraded the software from 2.72 function to 2.74 function. The goal was not zeroed out and stayed at the rate that was running during set up mode and the non-invasive blood pressure (nibp) module was initialed. The staff had to manually program the rtd and manually start and clear the uf because the uf did not clear itself. It was reported there was no patient injury, but if the staff did not input these fields manually, the treatment would lose time. The technical support (ts) representative suggested swapping a known good function board with the same 2.74 function software. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Event description:
A user facility staff member reported that the ultrafiltration (uf) was not starting automatically and the remaining time of dialysis (rtd) clock remained at zero on a 2008t hemodialysis machine. It was also reported the heparin pump did not start either and was an intermittent issue and did not occur at every treatment. The staff member stated the clock on the display was running, however nothing was started. This issue did not occur until the biomedical technician (bmt) upgraded the software from 2.72 function to 2.74 function. The goal was not zeroed out and stayed at the rate that was running during set up mode and the non-invasive blood pressure (nibp) module was initialed. The staff had to manually program the rtd and manually start and clear the uf because the uf did not clear itself. It was reported there was no patient injury, but if the staff did not input these fields manually, the treatment would lose time. The technical support (ts) representative suggested swapping a known good function board with the same 2.74 function software. Additional information was requested but was not received to date.